Manufacturer narrative:
A technical analysis of the returned instrument and a review of the manufacturing history were conducted to evaluate whether there was any deviation that could account for the reported event. The technical investigation revealed that the stent is severely deformed at its distal end. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the bent struts were initially crimped on the balloon. The stent is crimped at its appropriate position. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations no manufacturing or material related root cause could be identified. The final root cause for the reported event could not be determined. It seems likely that the root cause for the complaint event is related to event is related to the patients anatomy. It should be noted that the corresponding IFU warns the user to not force the passage if any resistance is felt.

Event description:
The orsiro drug-eluting stent system was selected for use. The instrument could not pass the severely calcified lesion in the rca. After withdrawal a stent deformation was noticed.